Manufacturer narrative:
Product event summary: the controller and two batteries were not returned for evaluation. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file did not reveal any premature power switching events during the analyzed period. Analysis of the event log files revealed a controller power up event on (B)(6)2019, at 15:05:02. The data point prior to the loss of power revealed that bat590790 was connected to power port one (1) with 79% relative state of charge (rsoc) and bat595527 was connected to power port two (2) with 99% rsoc. The data point recorded after the loss of power revealed that bat590790 was connected to power port (1) and bat595527 was connected to power port two (2). The controller was without power for 13 seconds. As a result, the reported power switching event could not be confirmed. The reported loss of power event was confirmed. A power source lubrication procedure was performed on the power sources on (B)(6)2018. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on both power sources. An internal investigation was initiated to capture events involving the controller losing power. Additional products: battery bat590790. H3: yes. H6: FDA. Method code(s): 4112, 4114. H6: FDA results code(s): 213. H6: FDA conclusion code(s): 67 battery bat595527. H3: yes. H6: FDA method code(s): 4112, 4114. H6: FDA results code(s): 213. H6: FDA conclusion code(s): 67. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller and one (1) battery were not returned for evaluation. One (1) battery ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual inspection and functional testing. Log file analysis revealed that the controller in use during the reported event, contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file did not reveal any premature power switching events within the analyzed period. As a result, the reported power switching event was not confirmed. Analysis of the event log file revealed a controller power up event on (B)(6) 2019 at 15:05:02. The data point prior to the loss of power revealed that (B)(4) was connected to power port one (1) with 79% relative state of charge (rsoc) and (B)(4) was connected to power port two (2) with 99% rsoc. The data point recorded after the loss of power revealed that (B)(4) was connected to power port one (1) and (B)(4) was connected to power port two (2). No anomalies were recorded leading up to the loss of power. The controller was without power for 13 seconds. As a result, the reported loss of power event was confirmed. A power source lubrication procedure was performed on the power sources in accordance with the requirements under fsca cvg-18-q4-19 on 04/jul/2018. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation evaluated capturing events involving the controller losing power. Additional products:, model #: 1650de / serial or lot#: (B)(4), UDI #: (B)(4), available for evaluation: yes, return date: 16-sep-2019, evaluated by MFR: yes, dev rtn to MFR? Yes, FDA method code(s): 4112, 10, FDA results code(s): 213, FDA conclusion code(s): 67, model #: 1650de /serial or lot#: (B)(4), UDI #: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery. Battery / (B)(4) /model #: 1650de / catalog #: 1650de / expiration date: 2018-12-31. UDI #: asku. Device evaluation anticipated, but not yet begun. Mfg date: 2017-12-06. (B)(4). Heartware ventricular assist system ¿ battery. Battery / (B)(4) /model #: 1650de / catalog #: 1650de / expiration date: 2019-02-28. UDI #: asku. Device evaluation anticipated, but not yet begun. Mfg date: 2018-02-08. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced power switching resulting in a loss of power to the controller. The controller was connected to two fully charged batteries. Battery 1 was reported to have a power disconnect issue. A double disconnect occurred after the patient disconnected battery 2 and reconnected it. The alarm was resolved by disconnecting and reconnecting battery 2 again. The controller then began drawing power from battery 2. Battery 1 was exchanged, and battery 2 and the controller remain in use. No patient complications have been reported as a result of this event.